Manufacturer narrative:
Device evaluation: the lens was returned in a lens vial with liquid. A visual inspection of the returned product found a small tear and a scratch on the haptic. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -7.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to myopic refraction. The lens was exchanged for another same model (12.1mm) but different diopter power (-8.0).